Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device displayed a ¿charge ilet now¿ message while on the charger and subsequently presented a black screen when removed from charging, despite more than 24 hours on charge, use of multiple outlets, and use of a known good wireless charging pad, with the device noted as warm. Symptoms included no user-reported clinical effects. Outcomes included no reported impact to health, no alarms, and no medical care. Investigation included customer troubleshooting and education. Investigation of this case revealed a suspected power or battery depletion malfunction associated with the device power subsystem. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to power or battery performance.